Event description:
A notification was received to dmt america regarding holmium fiber units (2 units) which were reported to have burned during use. No patient harm or impact was reported. This complaint was initially reported to FDA under 1037955-2020-00003 on (B)(6) 2021.